Event description:
It was reported that this right ventricular (rv) lead exhibited noise, impedance issue, evaluated thresholds and lead fracture was suspected. Subsequently this lead was explanted and replaced. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.